Manufacturer narrative:
G3/g4: add PMA/510(k)number. H6: update component code, investigation findings, investigation conclusions code. H10: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The cause of these reported complications cannot be confirmed because the device was not available for investigation and additional information about the procedure was not available.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6), 2021, a patient was to be implanted with a 5mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) for fenestration of abdominal aortic stent-grafts (brand: lifetech) to preserve the renal artery. During viabahn device advancing, physician found it's unable to advance to targeted treatment site. Physician planned to remove viabahn device, but unintentional premature device expansion was happened. Before the device expanded, physician didn't initiate the deployment. The viabahn device completed full expansion. There was no unintentional coverage of any major branch vessel. Another viabahn device of same size was used to complete the procedure successfully. The patient did not experience adverse consequence.